Manufacturer narrative:
Follow-up #1 date of submission 02/08/2016. Device evaluation: the pump has been returned and evaluated by product analysis on 01/26/2016 with the following findings: during testing, evidence of moisture was observed behind display lens. The pump failed a leak test due to leak near top left corner of display lens. The pump was opened and evidence of moisture was found internally/on transceiver/battery canister. Investigation also revealed multiple colored lines throughout display. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a casing/condition (moisture ingress) issue. It was alleged that there was moisture behind the display. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.